Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 380 mg/dl and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer does not have strips as they have been thrown away. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 380 mg/dl and 95 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer does not have strips as they have been thrown away. Replacement was sent.